Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was tested for electrical continuity and failed. The instrument could not be placed on the in-house system due to its condition. Additional observation(s) not reported by site were also identified: visual inspection of the fenestrated bipolar forceps instrument showed the conductor wire was broken at the proximal clevis hole. The wire was completely severed, with possible missing pieces/fragments. Energy delivery may not be possible as a result. Constant wear on the wire around the hole can be possible cause for breakage. The instrument was found to have the entire length of the main tube surface with degradation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument energy function was not working. The procedure was completed with no reported injury.